Event description:
It was reported while stimulation was turned on, a shocking or jolting sensation at the implantable neurostimulator (ins) location over the last 2 days. Reporter stated that the patient tripped over a rug 4 days ago but did not fall. The patient went back to work last week at her desk job. It was reported that stimulation was in the wrong location. It was reported that when the patient lays down, she felt stimulation going down her right leg, which was not as intense if she decreased stimulation. Pain and tenderness at the ins site was reported particularly when the patient sits down and when driving. It was also reported that when the patient had her monthly cycle, the stimulation was throbbing and uncomfortable due to cramps; the patient decreased from 0.9 v to 0.6 v and that helped. When the patient later went to increase again, the stimulation was too intense so she decreased to 0.7. Patient was initially saying numbers without the decimal point but clarified later in the conversation. Reporter stated that initially after implant, the setting was at 1.2 v on program 3. The patient switched to program 4 and felt shocking at the ins site but not much at the bicycle seat area and set to 0.8 v. Additional information was requested but was not available at the date of this report.

Event description:
Follow up reported the patient still had concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Lead: model 3093-33, lot# va00l3u, implanted: (B)(6) 2012. (B)(4).